Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the proximal right internal carotid artery (rica) target lesion. During the procedure, a 6 mm. Angioguard embolic protection device was used. The report indicated that after deployment of the stent, the physician experienced difficulty withdrawing/capturing the angioguard device through the stent. The physician used a 4 fr. Angled guiding catheter to successfully remove/recapture the device. There was no reported patient injury. The patient was discharged nine days after the procedure. The patient was asymptomatic for the procedure. The rica target lesion was reported to be: 100 mm. Length, an 85% stenosis, 5.0 mm. Reference diameter, mildly tortuous, ulcerated, and eccentric. The residual stenosis was 30%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(6) study indicated that the patient had a precise 8 x 30 stent successfully implanted in a mildly tortuous, ulcerated, and eccentric proximal right internal carotid artery (rica). The residual stenosis was 30%. During the procedure, a 6 mm. Angioguard embolic protection device was used. The report indicated that after deployment of the stent, the physician experienced difficulty withdrawing/capturing the angioguard device through the stent. The physician used a 4 fr. Angled guiding catheter to successfully remove/recapture the device. There was no reported patient injury. The patient was discharged nine days after the procedure. The patient's medical history includes: synchronous/severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, severe aortic / mitral valve disease, CABG, renal insufficiency, diabetes mellitus coronary artery disease and hypertension with high risk criteria of synchronous severe cardiac & carotid disease requiring open heart surgery & carotid revascularization and age > 75. The product was not returned for analysis. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.